Manufacturer narrative:
Siemens filed on 1219913-2020-00022, 2020 reporting a discordant positive advia centaur xp toxoplama g (txog) result. The result was discordant compared to an alternate method and toxo m results. MDR 1219913-2020-00022 supplemental 1 was filed on february 21, 2020.(B)(6) 2020 - additional information: customer had a pregnant patient sample that recovered reactive with advia centaur xp toxoplasma igg (txog) lot 061246 and non-reactive with an alternate method. The sample was not repeated on the advia centaur xp. The sample produced a non-reactive toxoplasma igm result. A new sample of this patient was tested 3 months later, on the same system and recovered non-reactive for txog and matched the alternate method result. Siemens reviewed the customer's txog calibration and quality control (qc) data and the results were comparable to siemens' internal and release data. The customer reported that the sample was transported to the lab at ambient temperature within 2 hours of drawing and centrifuged the sample at 3500 rpm (2800 g) at ambient temperature for 5 minutes. The advia centaur xp txog 10629904_en rev. Ab, (B)(6) 2019 instructions for use (IFU) states: "before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Remove particulates by filtration or centrifugation at 1000 x g for 10 to 15 minutes." The sample is not available to be sent in for further evaluation and testing with a heterophilic blocking tubes (hbt) was not performed at the customer's site. The calculated specificity for this account for advia centaur txog lot 061246 is 99.93%. The relative specificity results from the 3 studies in the advia centaur xp toxoplasma g IFU range from 99.3% - 99.8%. While there is insufficient information to determine the cause of the false reactive result of the first sample, siemens cannot rule out preanalytic factors as a possible cause. Preanalytic factors and/or sample handling leading to particulate matter cannot be ruled out as the causative agent for the differing intitial result. A search of the complaint database found no other escalations with advia centaur xp txog lot 061246. Based on the available information advia centaur xp txog lot 061246 is performing as intended and no product performance issue has been identified. The customer is operational, and no further investigation is required.

Manufacturer narrative:
Siemens filed MDR 1219913-2020-00022 on january 21, 2020 reporting a discordant positive advia centaur xp toxoplama g (toxo g) result. The result was discordant compared to an alternate method and toxo m results. February 4, 2020 - additional information: siemens reviewed patient data from the customer tested with advia centaur toxo g reagent lot 246. Non-reactive: 1,488 results. Equivocal: 22 results. Reactive: 179 including the false reactive patient result reported in the MDR 6 samples had errors and were repeated. Total number of samples 1689. The calculated specificity with lot 246 is 99.93% which is within the specificity expected for the assay. The customer provided the following information on sample handling - the sample is extracted and transported to the lab within 2 hours at ambient temperature. The sample is centrifuged at 3500 rpm (2800 g) at ambient temperature for 5 minutes. The customer stated that the patient ID of the sample in question was (B)(6). The sample was not tested with a heterophilic blocking tube. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause for the discordant advia centaur xp toxoplasma g (toxo g) result. The instructions for use (IFU) states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A discordant positive advia centaur xp toxoplasma g (toxo g) result was obtained on a sample from a pregnant patient. The discordant result did not agree with an alternate method for toxoplasma g and toxoplasma m. Patient treatment was not prescribed or altered. There are no reports of adverse health consequences due to the discordant advia centaur xp toxo g result.